Event description:
The leading haptic kinked once the lens was placed in the patient's eye. The surgeon enlarged the incision to remove and replace the lens. Sutures were needed.

Manufacturer narrative:
See MDR 1920664-2008-00562 for the delivery device used with this intraocular lens.